Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during surgery an ophthalmic laser probe could not be inserted into trocar. The surgery was completed on the same day and there was no patient harm.